Event description:
The customer reported the system's monitor blanks out. No pt injury was reported.

Manufacturer narrative:
A ge rep conducted an on site evaluation. The problem was verified. The rep replaced the display adapter pcb. System now operates as intended.